Manufacturer narrative:
(B)(4). The customer reported that the device had a red x and a power issue. There was no report of pt involvement. The device was evaluated at the philips repair bench and the failure was verified. Replacement of the processor pca resolved the failure. The unit passed all testing and was shipped back to the customer site.

Event description:
The customer reported that the device had a red x and a power issue. There was no report of pt involvement.